Manufacturer narrative:
Qn# (B)(4). Per DHR the product visistat 35w 6/box lot # 73l2100822 was manufactured on 11/23/2021 a total of 27,000 pieces. Lot was released on 12/03/2021. DHR investigation did not show issues related to complaint. Other remarks: n/a. Corrected data: n/a.

Event description:
It was reported that while in use on a patient, the stapler jammed. At the time of this report, the customer has not returned our requests for additional information. The complaint file will be updated if further information is received.